Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump has prime/fill anomaly. Customer's blood glucose was 246 mg/dl. Customer stated the she primes the bubble out of th reservoir before using it. The customer stated that when she prime s the device is trying to detect the reservoir. Customer was advised not to keep the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.